Manufacturer narrative:
The reported backup vvi mode was confirmed in the laboratory and was due to two software resets occurring within a short period of time. The reset is believed to have been caused by a failure of a component on the hybrid.

Event description:
It was reported that patient presented to the ER after receiving shocks. The device was found backup vvi mode. The patient remained in the hospital until the device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.